Manufacturer narrative:
The returned uniplanar screw was evaluated. The evaluation of the screw showed there were no discrepancies found. The complaint against the screw is not confirmed. A review of the manufacturing records of the uniplanar screw did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00394.

Event description:
It was reported that a closure top would not assemble into the tulip of a mating pedicle screw during a product demonstration. There was no patient present. This is report two of two for this event.